Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
A review of customer provided image was performed by intuitive surgical inc., (isi) failure analysis engineer (fse). Following information was provided: it appeared that one of the grip cables on 8mm maryland bipolar forceps instrument is frayed. There was some greenish colored foreign material that was covering the proximal idler pulleys. Fae was unable to determine what that material was, but it is not normally present on isi instruments. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was not working. The procedure was completed with no reported injury.